Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 360p passed out qat from heartsine technologies on the 9th may 2018. A dry/fractured solder joint on j12 pin 8 (shock_button) of the membrane pba resulted in the device failing self-tests due to a shock key stuck error. The user would have been alerted with a ¿warning, device service required¿ prompt and a flashing red status led. The device successfully passed final unit test, h017-014-204, on the 9th may 2018 therefore it is assumed it made sufficient contact during testing on this date. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 360p device.

Event description:
There was no patient involved in this event. Device service required. Shock button is stuck.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device service required. Shock button is stuck.